Event description:
Additional report of ¿numbness/tingling in the arms¿, and ¿oval lesion measuring 8mm in the lower third left side of the sternum (bone lesion)¿ which are not device related events.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: the device was broken shell and dark ring. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is: - one sharp edge broken in the side posterior assessed as unidentified (tear) opening.